Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "decreased vacuum" (aspiration issue). The nurse reported the system is not tuning. Additional information received from the nurse manager stated that the surgeon didn't feel there was adequate vacuum during I/a. The surgeon was able to complete the case with no delay or patient impact. The following cases were completed with their second system. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. The pcb was replaced for diagnostic purposes. The software was updated. The system was then tested and met all product specifications. The pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).